Manufacturer narrative:
(B)(4). Concomitant medical products: persona ps ve articular surface, catalog #: 42522400412, lot #: 63314939; persona stemmed 5-degree tibia, catalog #: 42532006702, lot #: 63492613; all-poly patella, catalog #: 42540200032, lot #: 63326890. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06797, 3007963827-2018-00225, 0001822565-2018-06799. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing, pain, difficulty walking, issues with swollen disks in patient's back and sciatica, loosening, plate too large for patient, crepitus, popping, locking, clicking, numbness, several falls, severe joint degeneration and osteoarthritis.